Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) reported that the customer was getting an auto fill failure. After troubleshooting, the fse was unable re-create the auto fill failure, but did have a failure when performing safety disk leak check. The k3 and k5 solenoid was found to be not within specifications and not responding. The fse replaced the purge valve assembly and found no further issues with pump. The iabp passed all functional and safety tests per factory specifications, was returned to customer and cleared for clinical use.

Event description:
It is unknown under which circumstances this event occurred, but it was reported that an auto fill failure occurred on the cs300 intra-aortic balloon pump (iabp). There was no patient injury or adverse event reported.